Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, r.n., reported that the internal blood leak was noted immediately when the hd treatment was started. The rn reported that there was no damage noted to the dialyzer. The leak was visual in the fibers. Blood test strips tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies the following day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. In a follow up, the clinic coordinator, r.n., reported that the internal blood leak was noted immediately when the hd treatment was started. The rn reported that there was no damage noted to the dialyzer. The leak was visual in the fibers. Blood test strips tested positive for the presence of blood. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies the following day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.